Event description:
The healthcare professional (hcp) reported a flipped battery. The factors that may have led or contributed to the issue was not applicable. No troubleshooting was performed. There was a report that they surgically turned the pump back over. It was reported that the issue was resolved at the time of the report. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.